Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that they received the ausab quantitation panel letter from abbott and inquired if there were correction factors to input in the quantum analyzer to correct the bias for ausab quantitation results. No impact to patient management was reported by the customer.